Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018, that a wallflex biliary rx fully covered rmv stent was to be used to treat a malignant stricture in the common bile duct due to pancreatic cancer during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the handle would not move and the stent would not deploy. The stent was removed from the patient fully constrained in the delivery system. It was reported that the catheter was separated near the rx port. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: problem code 1069 captures the reportable event of catheter broken near the rx port.. H10: a fully constrained wallflex biliary rx fully covered rmv stent and delivery system were returned for analysis. The stent was received undeployed and was fully covered by the outer sheath. Visual examination of the returned device found the outer sheath was detached/broken at the outer diameter: proximal exterior tube-endoscope interface (proximal end of the guidewire access sheath). Functional evaluation revealed that it was not possible to deploy the stent using the delivery system as received; however, the stent was deployed by gripping the outer sheath and pulling the tip distally. The stent was measured to be within specifications. No other issues were noted to the stent and delivery system. The damage noted to the returned device was consistent with the application of excessive force during use. This may also have been the reason the stent did not deploy. The investigation concluded that most likely procedural factors such as handling of the device, the technique used by the user, and the normal procedural difficulties encountered during the procedure may have affected the device performance and its integrity contributing to the failure experienced. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of released for distribution.

Event description:
It was reported to boston scientific corporation on december 11, 2018 that a wallflex biliary rx fully covered rmv stent was to be used to treat a malignant stricture in the common bile duct due to pancreatic cancer during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the handle would not move and the stent would not deploy. The stent was removed from the patient fully constrained in the delivery system. It was reported that the catheter was separated near the rx port. There were no patient complications reported as a result of this event.